Manufacturer narrative:
(B)(4).

Event description:
The product was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed. A receiver download was performed and reviewed finding the battery shut down due to low power when charge capacity is > 10%. The receiver was opened, and an internal visual inspection was performed and failed due to a damaged battery and pictures were taken. Confirmation of the complaint was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.